Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high and low blood glucose. Customer¿s blood glucose has been in the 50¿s mg/dl and once 44 mg/dl which was treated with food. Customer stated that prior to the call the blood glucose was in the 300's mg/dl and has taken a manual injection. Customer stated the lows have been in the middle of the night and they want to change the basal rates. The nurse practitioner had changed the pump setting. The insulin pump will not be returned for analysis.